Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a vats procedure, a piece from trocar fell off into situs. The piece could be retrieved though.no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage or loss, no change of procedure, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of twenty one devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The visual inspection of the blister packaging noted no abnormalities. Functionally; the obturators were inserted and removed from the threaded sleeves with no binding or difficulty. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).